Manufacturer narrative:
At this time, the implantable cardioverter defibrillator (ICD) has been returned but analysis is not complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and two implantable cardioverter defibrillator (ICD) shocks. The patient was reportedly light headed prior to therapy delivery. Review of the patient's presenting electrogram (egm) showed noise on the right atrial (ra) channel, which was oversensed. It was determined that ra impedance was greater than 2500 ohms and had been intermittently out of range for several months. The patient was referred for ICD system revision. The ra lead was surgically abandoned and replaced. This ICD was explanted replaced during the same procedure as part of a therapy change. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing impedance, noise, and oversensing.

Event description:
This supplemental report is being filed as device evaluation has been completed.